Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during basal, bolus, and fixed prime. Customer's blood glucose was 13.9 mmol/l. Troubleshooting was performed and when manually pushing insulin through the tubing with the plunger insulin didn't exit. There was a greater than normal resistance with the plunger. Customer was advised the alarm was caused by infusion set and reservoir connection and was informed to change both out. Customer is returning the device for analysis.